Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that a patient was revised due to dislocation, loosening and wear.

Manufacturer narrative:
The surgical technique, states on page 23; "if unable to visually confirm an even, circumferential engagement of the glenosphere to the base plate, consider the use of a fluoroscope to aid in the confirmation. Seating of the glenosphere to the base plate can be examined in the axillary view or in a view parallel to glenoid version. The medial rim of the glenosphere should be parallel to the face of the base plate". The operative notes states "then under fluoroscope control a new 40, glenosphere was placed on the glenoid base plate trunnion and impacted into place. At this point, fluoroscopic images and direct inspection revealed the glenosphere was in good position and secure in position". The fluoroscopic images were not provided to confirm glenosphere placement. No devices or photos were returned therefore a determination on the condition of the components could not be made. The lot number is unknown for the glenosphere therefore review of its device history records and a lot based complaint search could not be performed. Review of the device history records for the base plate did not find any deviations or anomalies. The devices were used for treatment. With the provided information an exact cause could not be determined.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event; please see associated reports: 9613350-2015-02092, 9613350-2015-02091, 1822565-2013-00117, 1822565-2015-02328 and 0001822565-2017-01737. Concomitant medical products: zimmer trabecular metal reverse shoulder inverse/reverse screw system: catalog #: 01.04223.033, lot #: 2656649. Zimmer trabecular metal reverse shoulder inverse/reverse screw system: catalog #: 01.04223.048, lot #: 2553194. Zimmer trabecular metal reverse shoulder base plate: catalog #: 00434903811, lot #: 62172470. Zimmer trabecular metal reverse polyethylene offset liner: catalog #: 00434904006, lot #: unknown. Zimmer trabecular metal reverse humeral stem: catalog #: 00434901013, lot #: 62168004. Returned, not yet evaluated.

Event description:
It was reported by the patient's legal counsel that the patient underwent left shoulder arthroplasty revision due to pain, disassociation of the glenosphere, component loosening and wear less than two years following elbow arthroplasty. It is further alleged that improper installation of the baseplate screws resulted in a gap between the baseplate and the glenoid and that such a gap resulted in the looseness, pain, wear, and disassociation of the glenosphere. Attempts have been made and additional information on the reported event is unavailable. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Baseplate, glenosphere and liner received for evaluation. Dimensions taken on baseplate and glenosphere are within specification. The base plate exhibits severe gouges and damage on the taper. Poly liner exhibits severe damage and an indentation along the back edge of the anti-rotational slot. The glenosphere did not sit flat on the baseplate when assembled. The witness marks around the slot that accepts the anti-rotation boss of the stem could indicate that the liner was not suitably aligned with the anti-rotation boss of the stem. It is stated in op-notes from primary surgery (B)(6) 2013 that "a new reverse retentive polyethelene liner with 40 mm inside diameter and 6.0 mm offset were impacted into the metaphyaoal portion of the trabacular metal humeral component. At this point, the modular humeral component was observed to be secure in its position with approximately 10 degrees of retroversion." Device history records (dhrs) were reviewed for baseplate and glenosphere with no discrepancies found. DHR for the liner could not be reviewed since the lot number is unknown. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2015-02327, 1822565-2017-01737, 1822565-2017-03985. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.